Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306593 and lot number 0168114. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was only "1ml" of pre-filled liquid in the bd¿ pre-filled normal saline syringe, and it couldn't be used. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2016, at 14:00, the nurse used the prefilled catheter irrigator to plug the indwelling needle, and found that there was only 1ml in the tube, which could not be used, so it was replaced in time to complete the operation."